Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was observed to kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The downloaded data does not show any timeouts or drive stalls. No other damages or defects were found with the device. Although the cannula was damaged, the timing and cause of the damage is unknown.

Event description:
It was reported the patient's blood glucose (bg) rose to 380 mg/dl. In order to treat the high bg, a new pod was applied. The pod was worn on the patient's back for between 4 and 24 hours.